Event description:
It was reported that the patient presented to the hospital with a slightly open incision over her pump which was "oozing brownish fluid". The pump was explanted and replaced due to infection. The pump was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).